Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage, but the instrument was observed to have an excessive amount of bio-debris. The vse was placed and driven on an in-house system and the instrument passed recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The vse grips opened and closed properly and the instrument was able to cut and seal without issue. Fa found no issues during the log review and concluded the instrument was fully functional.

Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and excessive sticking of the vse jaws to the tissue was observed. Use of the instrument was discontinued, and it was replaced with a backup. The procedure was completed as planned. There was no patient harm.